Manufacturer narrative:
Device not returned, picture provided.

Event description:
During 100% inspection & additional country specific labelling for (B)(6). Qty 1 dressing code (B)(4), lot 128244 was found through the seal creating an open seal down one side of the pouch.